Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Replacement charging supplies were sent to the customer in an attempt to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.